Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant illness. Breast implant illness symptoms such as neurological symptoms, brain fog, limb numbness, swallowing problems, breast pain, swollen lymph nodes, rib and chest pain, palpitations, anxiety, fatigue, night sweats."

Event description:
Patient reported for right side "breast pain, swollen lymph nodes, rib and chest pain, anxiety". The following reported events are not related to the device "breast implant illness symptoms such as neurological symptoms, brain fog, limb numbness, swallowing problems, palpitations, fatigue, night sweats". Device remains implanted.